Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and would not connect to bus sometimes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and would not connect to bus sometimes. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) confirmed that the drawer had been serviced previously. The customer had reported the same behaviour from the drawer, stating that it failed frequently. The half-height drawer was replaced. Upon reboot, the drawer did not respond to the storage space configuration assigned to the drawers. Several attempts were made, but the drawer did not function, and the case was closed without any resolution. Further, follow up has been completed with fse to get the resolution but there was no response received. There was no information received about repairs.